Event description:
The customer reported discrepant platelet (plt), red blood cell (rbc), white blood cell (wbc), hemoglobin (hgb), and hematocrit (hct) results, for one patient, involving coulter lh 750 hematology analyzer. The initial plt result was retested on an alternate coulter lh 750 analyzer and recovered a lower result as it was abnormally high. The customer stated typically samples are placed on a rocker for at least 30 minutes. The customer retested all patients' results prior to and after this event and there were no discrepancies. The discrepant results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse inspected the analyzer and verified the needle was being cleaned properly. The fse verified there were mixing bubbles in the bath, and the apertures were consistent. The fse could not reproduce the issue. The fse performed start-up, latron, controls, retic, and precision and carryover test; all results passed within specifications. The unit conformed to the manufacturer's published performance specifications. The cause of the event is unknown. This medwatch report is related to MDR 1061932-2012-00995.